Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that there was a burning smell coming from the unit prior to surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review for intellicart unit, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. For serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. A service technician was dispatched to the hospital for the repair. The technician arrived at the site on (B)(6) 2018 and found the vacuum pump is noisy and sputters during operation which displayed vacuum sensor 2 error and pump is not powering up. The technician replaced the vacuum pump (part #70098 and lot code #1106175) and then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. On (B)(6) 2018, a returned product investigation was performed on the vacuum pump. The investigation revealed that the carbon exhaust filter leaking carbon. Based on the details, the service technician could not verify the reported event of burning smell from the unit as he found that the unit was issuing vacuum sensor 2 errors and pump not powering up issue. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.